Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she noticed her symptoms were getting really bad. She was going to the bathroom all the time and she could not even make it from the bed to the bathroom. It was pouring out and running down. They experienced a loss or change of therapy. There was a return of symptoms. The therapy was off. She went to increase stimulation and noticed it was off. She turned it back on and her symptoms improved but she did not know why it was off. She thought it had something to do with using her (B)(6) bluetooth portable phone. When they used the phone, she heard clicking all the time. This occurred about 2-3 months ago. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.